Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a high-pressure alarm blockage displayed. Log check required. The fault occurred during infusion. There was known patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the log, it confirmed that there was a record of the high-pressure alarm. Visual and functional tests were performed. The customer's stated problem was not confirmed. The occlusion pressure detection level was within the standard. There was no known cause of the reported issue. It was possible that there was a defective downstream sensor or cassette product. Preventively replaced the downstream occlusion sensor and re-calibrated the upstream occlusion sensor.